Manufacturer narrative:
Although requested, were not provided. Patient is caucasian. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an unintended disconnection of the pump tubing to the child's IV access device occurred despite thoroughly tightening the tubing. The nurse stated that the peripheral catheters are often placed in the crease of the leg where the upper leg meets the groin/upper abdomen. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an unintended disconnection was not confirmed. The tubing set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set. Functional testing was performed by filling the lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. The set flowed freely and showed no signs of disconnecting anywhere throughout the set. The set was then pressure tested while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of disconnecting anywhere on the returned set while the tubing was manipulated at each engagement. The root cause of the customer's report could not be determined.

Event description:
It was reported that an unintended disconnection of the pump tubing to the child's IV access device occurred despite thoroughly tightening the tubing. The nurse stated that the peripheral catheters are often placed in the crease of the leg where the upper leg meets the groin/upper abdomen. No patient harm was reported.